Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software intermittently did not suspend insulin delivery. There was no reported impact to customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, no response from the customer was received.